Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin was exiting the infusion set tubing "slower than normal". It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was not known. A correction bolus was delivered to address bg. Tandem technical support assisted the customer with resuming insulin therapy.